Manufacturer narrative:
The lead complained about and the ICD were not returned for analysis. The analysis is therefore based on the existing production documents and the returned device data. The manufacturing process of the lead and the ICD were reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. A performed standard final electrical test of the ICD documented proper device behavior. The available device data were analyzed. Matching the clinical observation, the analysis of the existing iegms from (B)(6) 2018 showed interference signals in the right-ventricular channel, which led to several therapy deliveries. In the sensing and pacing threshold test, interference signals are also documented in the right-ventricular channel. In addition, the analysis of the impedance trend shows a drop in the thorax impedance trend from about 80 ohm to about 50 ohm, in the right-ventricular pacing impedance from about 500 ohm to about 350 ohm, and in the right-ventricular shock impedance from about 80 ohm to about 50 ohm on (B)(6) 2018. Based on the available information, the cause of the clinical observation cannot be clearly determined. A defect of the rv lead can, however, not be ruled out. There were no indications of a malfunction of the ICD. Based on the returned data, the ICD functioned as expected. In summary, the clinical observation could be confirmed during the analysis of the device memory data of the ICD. In the available iegms, interference signals were detected in the right-ventricular channel, which led to several shock deliveries. Based on the available data, the cause of the clinical observation cannot be determined. There were no indications of a malfunction of the ICD. A defect of the lead cannot be ruled out. If additional relevant information or the lead itself should be available, please send these to us also. The incident will then be updated accordingly.

Event description:
It was reported that 33 months after the implantataion, oversensing with shock delivery occurred.